Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was noted that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: a review of the available pump black box data and pump history indicated no evidence of short battery life. The complaint regarding battery life was reported on (B)(6)2015; according to the pump history, the pump was in use until (B)(6)2019. The pump data for the date of the event had been overwritten due to continued use of the pump. During testing, the current draws measured within specifications. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.